Event description:
It was reported that the vns patient passed away. Further follow-up revealed that the cause of death was lung cancer. The date of death was unknown as the care residence no longer had the patient's records at the facility. The relationship of the vns to the cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data describe event or problem: information was available at the time the initial manufacturer report was sent on this event, however this information was inadvertently excluded from the initial report.

Manufacturer narrative:
.

Event description:
Information was available at the time the initial manufacturer report was sent on this event, however, this information was inadvertently excluded from the initial report. Information available indicates that the patient had terminal lung cancer, which was unrelated to the vns device, which ultimately led to the death of this patient.